Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the procedure, the surgeon introduced the smart touch bidirectional catheter to try to position it in the coronary sinus. After, he withdrew the catheter he observed an unidentified material at the distal tip. It was not possible to identify the material accurately, but it was stated that it was similar to heart tissue because of its yellow color and soft texture. However, the physician said it was part of the catheter. The physician tried to remove the material from the catheter tip, but it was not possible to remove it. This material hindered the catheter irrigation flow. It was stated that apparently there was no physical damage on the catheter. Since it was not known if the material was a plastic from the catheter or cardiac tissue, the surgeon decided to replace the catheter. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. The procedure was completed with no patient consequence. The returned device was visually inspected and a whitish like foreign material was found around the pebax and tip dome of the catheter. A fourier transform infrared spectroscopy (ft-ir) was performed in order to identify the type of foreign material; the results demonstrated that the material had a biological composition similar to the showed by human tissue. The catheter was reviewed and it was found in good conditions; all rings were free of damage. No bents or sharp edges were observed. The catheter outer diameters were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a foreign material around tip has been verified; however based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes.

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2016. They used the cordis 9f femoral introducer sheath. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the procedure, the surgeon introduced the smart touch bidirectional catheter to try to position it in the coronary sinus. After, he withdrew the catheter he observed an unidentified material at the distal tip. It was not possible to identify the material accurately, but it was stated that it was similar to heart tissue because of its yellow color and soft texture. However, the physician said it was part of the catheter. The physician tried to remove the material from the catheter tip, but it was not possible to remove it. This material hindered the catheter irrigation flow. It was stated that apparently there was no physical damage on the catheter. Since it was not known if the material was a plastic from the catheter or cardiac tissue, the surgeon decided to replace the catheter. The procedure was completed with no patient consequence. Since the foreign material was found adhered within the usable length of the catheter and the type of material was not known, this issue has been conservatively assessed as a reportable malfunction.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/24/2016 and it was noted that there was white like foreign material found around the pebax and tip dome of catheter. This condition was already reported initially and was assessed as a reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).